Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. We are working on the device history record (DHR) information. Once we get more information, it will be submitted in a supplemental. (B)(4). The product has not been returned to mentor.

Event description:
It was reported that the tip of the mercedes one-piece cannula (reusable) 4 mm 32 cm long handle broke. There were no patient consequences reported.

Manufacturer narrative:
Per mentor¿s quality agreement with the physical manufacturer of this device, they are to maintain production records for all devices, and upon request, must be able to provide quality records relating to the manufacturing process, tests, and rework activities performed. No device history record has been provided. In lieu of this, historical complaint data has been reviewed, and no significant trends have been identified for this product family and failure mode. With the information provided, there is no evidence of any serious deterioration in the state of a patient¿s health, nor any indication of a life-threatening illness, permanent impairment of a body function, permanent damage to a body structure or device malfunction. There is no evidence of a need for medical or surgical intervention. Based on the available information, the most likely consequence of any device malfunction is a procedural delay, if the device had to be replaced. The potential that this could cause or contribute to an adverse event is remote. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that the tip of the mercedes one-piece cannula (reusable) 4 mm 32 cm long handle broke. There were no patient consequences reported.